Event description:
It was reported that during attempted implant of the device, the torque wrench would not engage the screws to tighten down the atrial and ventricular port of the device. It was also reported that two other wrenches were also attempted and even two other individuals tried to tighten the set screw and was unable to. The physician described a "gummy" feeling with no absolute engagement and thought the silicone seal was blocking the setscrew thus unable to engage the wrench. Therefore, the device was not used and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that during attempted implant of the device, the torque wrench would not engage the screws to tighten down the atrial and ventricular port of the device. It was also reported that two other wrenches were also attempted and even two other individuals tried to tighten the set screw and was unable to. The physician described a "gummy" feeling with no absolute engagement and thought the silicone seal was blocking the setscrew thus unable to engage the wrench. Therefore the device was not used and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found. However, it was noted that the grommet was damaged.